Manufacturer narrative:
The customer¿s report of the pump and pcu shutting off without an alarm was not confirmed or replicated; however, several ¿channel disconnected¿ alarms were recorded in the event logs during the date of the event. On (B)(6) 2015, the pcu event logs noted three channel disconnect alarm events, recorded at 1:51 pm, 3:15 pm and 7:20 pm. On each channel disconnect/power loss event, the "confirm" soft key was pressed, silencing the alarm. This would indicate that an audible alarm did occur after the events. Syringe module s/n (B)(4) on channel a was the only device affected on all three events. Visual inspection observed a film and white dried residue on syringe module s/n (B)(4) male inter-unit-interface (iui) and pump module s/n (B)(4) female iui connector. A programmed test infusion was performed on all of the devices in an attempt to replicate the customer¿s reported event. The infusion completed without exhibiting any ¿channel disconnected¿ alarms or anomalies. The proximate cause of the pump and pcu shutting off without an alarm was attributed to a channel disconnect/power loss event. Both the syringe module male iui and the pump module female iui were observed with a film and white dried residue, which is presumed to be the most likely cause of the channel disconnect/power loss events.

Event description:
The customer reported the pump and pcu infusing vasopressin 20 units/50 ml at 0.9 mcu/kg/min on a cicu patient shut off without an alarm. The pump was immediately turned back on and reprogrammed. The customer reported that there were "no problems" with the patient.